Manufacturer narrative:
This MDR report is part of the 227 pilot program, exemption number e2015055. Six devices were received for evaluation; 6 events were confirmed during testing. Two devices were found to be affected by corrosion and a shattered bearing. Three devices were found to be affected by corrosion. One device was found to have a shattered bearing. This device is not repairable and was not returned to the user facility. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes <noe> 6 </noe> malfunction events in which the device overheated. 2 reported events had no patient involvement; no patient impact. Four reported events had unknown patient involvement; unknown patient impact.